Event description:
It was reported by service report that the fowler could not be raised or lowered. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Fowler.